Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues charging their implant and the issue began yesterday. Patient stated it was taking a long time to charge their implant. Patient was charging on excellent and had their stimulation turned off but I took a long time to charge the implant. Agent reviewed charging duration information. Patient also mentioned they noticed today that even though their stimulation was off, they could feel the stimulation when they bent down to get their shoes. Patient mentioned walking felt good for the patient with the stimulation that they felt. Agent redirected patient to their hcp. Patient would have their doctor's appointment today.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.